Event description:
The customer reported a hazy reaction on the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that due to the haziness around the pellet the negative reaction was assessed as weak positive although it was supposed to be negative. The customer provided one image of the ih-1000 which showed the described issue. In this case a hazy reaction with the anti-b was assessed as 1+ positive, although it was negative. Based on the negative reaction on the image the customer changed the result from 1+ to negative.the instrument files were not investigated in detail, because due to the haziness of the results provided there was no hint for a misinterpretation by the instrument.the customer returned the supposedly defective product lot for investigatinal testing and one patient sample (#(B)(6)). Because of the bad condition of the patient sample it could not be tested on ih-1000, because the instrument stopped processing. Therefore the patient sample was tested manually on the complaint sample and our quality control laboratory's retention sample of the supposedly defective lot, but the reading was done using ihreader 24. The patient sample yielded clear results without haziness: blood group o rh(d) positive. Additionally the complaint sample as well as the retention sample were tested with different donor samples on ih-1000. The testing was performed with the retention sample of ih-liss rack (lot # 760000000013, same lot customer had used) and ih-cell a1&b lot #8039021.all positive and negative reactions were correct and clear. We did not observe any false positive reaction caused by haziness. The patient sample did not show any haziness and the retention sample as well as thecomplaint sample reacted as expected. The image provided by customer showed the haziness of the reaction. But the root cause of the haziness at customer´s site remained unknown. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a hazy reaction on the ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that due to the haziness around the pellet the negative reaction was assessed as weak positive although it was supposed to be negative. The customer provided one image of the ih-1000 which showed the described issue. In this case a hazy reaction with the anti-b was assessed as 1+ positive, although it was negative. Based on the negative reaction on the image the customer changed the result from 1+ to negative. The customer returned the supposedly defective product for investigational testing and also one patient sample (#: (B)(6)). The investigation of the patient sample is still ongoing. In the meantime our quality control (qc) laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. All negative reactions were clear. We did not observe any hazy reactions. An investigation of the patient sample as well as the review of the batch record documentation is still ongoing.